Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit due to the amount of time spent troubleshooting. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. The exact cause of the venous air alarm is not known. Nxstage medical considers this report to be closed. No add'l info will be provided.